Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when asked if the cause of the stimulation in the pelvic area and back was determined the patient replied: they were not sure of the cause, they did fall on their back. They are continuing to adjust settings and the issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for some time now, patient(pt) thought their device is not working to help their symptoms. Pt said after implant it was working pretty good then all of a sudden it was not helping, they need it to work a little better and they have tried increasing but they cannot go any higher without it getting uncomfortable. Pt said when they increased it in the past and they felt it in their back and pelvic area and when they reduced it felt better. Pt said they need to get it to work a little bit better today was the worst day. When agent asked the date pt noticed it was not working (asked/unk) pt said if they eat spicy or heavy food that makes them continually go where they do not have sufficient evacuation and it keeps on coming, it is constant all day. Asked pt what kind of guidance the doctor provided. Pt said they did not want to go back to dr that was the surgeon because they have very little to do with the device, they were shuffled in and out after the surgery and they has never called pt back. Reviewed general stim education information, offered and sent listings. Pt said they will try to change programs but they could not do it during the call because their handset was not charged, they were currently charging it. Pt will make a change to their setting, monitor their symptom results and work with a new doctor and with their program settings if needed. The patient's relevant medical history included pt said a couple of weeks after the surgery to implant the device they had a problem, they broke out in a severe rash all over, starting from the implant down to their vagina to their leg and the doctor never even got on phone with the patient, they prescribed cortisone cream it was a really bad rash. Pt said they went to their primary doctor and showed t hem and got oral steroids which cleared up the rash. Pt also mentioned they have a hip replacement on the same side as the implant.